Manufacturer narrative:
In the previous report section d9 was captured incorrectly as: 13-jan-2023 but it should be reported as: 01/11/2023. Section d9 has been updated in this report.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging visualization of particles related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.  Evidence of sound abatement was not observed on this device. Pil is unable to address the complaint or symptoms. Pil found no evidence of sound abatement foam degradation or breakdown. The external investigation showed no signs of contamination on the outside of the device. The device was hooked upto a known good power supply and power cords, airflow was verified to be operating correctly. The internal investigation of the humidifier showed that the humidifier tank latch spring was broken and there was also an unknown contaminate on the reservoir seal. There were signs of an unknown contaminate on the inside of the enlosure. There was also an unknown dust contaminate in the filter inlet port.

Event description:
The manufacturer received information alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused a patient to develop lung cancer. The patient was hospitalized in response to the reported event. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.